Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 86 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that the blood glucose reading kept rising. Customer had heart problems. Hospital treated with IV fluid and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.